Event description:
User facility reported the device was in use with a patient for less than an hour when the device alarmed. The device reportedly displayed 44 degrees c, but a technician allegedly measured readings between 47 degrees c and 51.9 degrees c at the end of the device hose. The device was stopped and the patient's skin was observed to be red. No permanent adverse effects to patient were reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.